Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple minimum fill messages after the cartridge was filled with 220 units. Also, it was noted that the cartridge immediately leaked from the patient line when the cartridge was being filled. There was no impact to the customer's blood glucose level. The customer loaded a new cartridge.